Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Surgeon drilled the peg holes in the femur rotation guide when the drill snapped in two pieces. The remaining part of the drill could easily be removed with a pair of pliers. Surgeon used headless pin to drill the peg hole instead.